Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a colleague infusion pump with a failure. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of "failure" was confirmed and reproduced during product evaluation as failure code 803:07. The root cause of this condition was assigned to a blue slide clamp being inadvertently left in the pump head module channel. The blue slide clamp was removed from the pump head module channel to correct this condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. Failure code 803:07 indicates a tube load mechanical error (invalid slide clamp position/sensor error). A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed no previous service events were related to the reported condition.